Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign matter was noted. An nitellamap orion was selected for a left ventricular end systolic procedure. During the introduction of the intellanav mifi oi, the physician noticed that there was no temperature displayed on the ep shuttle but there was an impedance reading. Upon removal of the orion catheter, the physician also noticed on the shaft right and the deflection curve a greenish residue. The procedure was completed with a non-boston scientific device. It was reported that no serious injury occurred.